Manufacturer narrative:
Additional lot #: m013893. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. There was no reported impact to the customer's blood glucose level. After switching to another box of cartridges, the occlusions have stopped.